Event description:
(B)(6) 2013 appointment, dr told me I had 1 1/2 battery life left on device and he was concerned because I should have had 6 yrs left. On (B)(6) 2013, device buzzed twice, I called MFR of st. Judes device they said I only had three months of battery life, to call my doctor or go to emergency as soon as possible. I went to e.r. For 2 days. I was transferred to (B)(6) hospital under the care of dr. (B)(6) and the unit was replaced. This unit was installed (B)(6) 2011 and replaced (B)(6) 2013. It was suppose to last for 6 yrs only lasted 1 yr. It was sent to st. Jude by doctor for further testing to find out why it failed. Results of testing unit is not known by me. Dr (B)(6) at hospital has results, 1-505-841-1000.